Event description:
It was reported that the secondary infusion was attached to primary tubing and had infused too quickly on (B)(6) 2024 at 5:46am. Cefepime (maxipme) in dextrose 5% 120ml was the infusion and was set for 12.5ml/hr with an volume to be infused of 50ml. It was also noted that 50ml infused in approximately 20 minutes when this should have been infused in a duration 4 hours. It was noted that there was also another infusion of lactaid ringers. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date annex b: b01 annex c: c19 annex d: d14 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of cefepime (maxipme) was not confirmed through a review of the logs or reproduced during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. On (B)(6) 2024, between 5:45 am to 5:46 am a remote IV infusion was loaded and started with drug amount= 1000 mg, diluent volume= 50 ml as intermittent secondary infusion of cepefime with vtbi=50ml, rate=12.5 ml/h. ¿ between 6:15 am to 6:29 the infusion alarmed three times (3) for occlusion patient side and a pause keypress was made. The pump module was turned off, the total primary volume infused (pvi) during the programmed infusion, was recorded to be 3740.79 ml, and the secondary volume infused (svi) was recorded to be 107.696 ml. According to the logs, there is no record of more infusions after, on the reported date. Inspection and testing of the incident administration sets observed no issues or anomalies. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 4 hours was terminated early after only infusing for approximately 45 minutes. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion of cefepime (maxipme) was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the secondary infusion was attached to primary tubing and had infused too quickly on (B)(6) 2024 at 5:46am. Cefepime (maxipme) in dextrose 5% 120ml was the infusion and was set for 12.5ml/hr with an volume to be infused of 50ml. It was also noted that 50ml infused in approximately 20 minutes when this should have been infused in a duration 4 hours. It was noted that there was also another infusion of lactaid ringers. There was patient involvement but no harm.